Event description:
The angled long saber attachment was sent for eval due to overheating during testing during a routine filed service maintenance visit. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.